Manufacturer narrative:
Event summary: the data failure file showed system notices (# (B)(4)) indicating that a low refrigerant level, # (B)(4) ¿ temp ic input¿, # (B)(4) ¿flow digital input¿, and failure system notices (#(B)(4)) indicating that the refrigerant delivery path was obstructed, (# (B)(4)) indicating that the refrigerant delivery path was obstructed, (#(B)(4)) indicating that the system had an electrical component failure, (# (B)(4)) indicating that the safety system detected fluid in the console and the system in inoperable, and (# (B)(4)) indicating that the system detected a software error and stopped the injection. In conclusion, a clinical issue (cardiac tamponade, bleeding, hypertension) occurred during the case. There is no indication of rela tion of the adverse event to the performance of the device. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that following a successful cryo ablation procedure, during postoperative hemostatic compression, a decrease in blood pressure was observed. Additionally, a cardiac tamponade was found by ultrasound. No further information is available. No further patient complications have been reported as a result of this event.